Manufacturer narrative:
H-3 hospital said they could not part with jet ventilator in question due to the fact that it is the only one they have, and might be needed. They did take some polaroid pictures of the jet ventillator, and sent them to me - it does not look like co product, if it is, it is prior to 1980.